Manufacturer narrative:
The device is shipped with instructions for use (IFU) which states in the warning section that "over-inflation of balloon may result in damage to vessel wall and/or vessel rupture. The coda 40 mm balloon catheter should not be used for dilation of vascular prostheses in iliac or other non-aortic vessels. Injury to vessel wall and/or rupture may occur. When used to expand a vascular prosthesis, the balloon radiopaque markers should remain within the prosthesis." The customer did not provide the product part number or lot number, which made a search of our manufacturing records difficult. Complaint correspondence indicates that the "patient's aorta was friable." Without returned images and additional information, it is difficult to evaluate and determine if the patient's morphology was suitable for endovascular repair. The complaint information stated that the physician "re-ballooned the leading endo of the trunk-ipsilateral leg component" and that the "final intra-operative angiogram revealed that the patient's aorta had ruptured just above the proximal end of the trunk-ipsilateral leg component." At this time, it is difficult to determine the root cause of the event. The complaint information does indicate that there was a proximal type 1 endoleak and that the physician was re-ballooning the main body/leg component fixation site. It is possible that the repeated ballooning and the patient's morphology contributed to the rupture of the aneurysm. Over-inflation of the balloon could also have resulted in rupture. We will notify the appropriate personnel of the event and continue to monitor for similar complaints.

Event description:
A male patient underwent aaa repair in 2008. The patient underwent endovascular repair of an infrarenal abdominal aortic aneurysm and a left common iliac artery aneurysm. The patient's left hypogastric artery was coiled and another manufacturer's aaa devices were implanted. The devices were ballooned and an angiogram revealed that the patient had a proximal type I endoleak. The physician re-ballooned the leading end of the trunk-ipsilateral leg component with a coda balloon catheter. The final intra-operative angiogram revealed that the patient's aorta had ruptured just above the proximal end of the trunk-ipsilateral leg component. The patient was converted to open surgical repair and the devices were discarded. It should be noted that the patient's aorta was friable. The proximal portion of the patient's aorta was angulated, 7 cm in length, and 16 mm in diameter. The distal portion of the patient's aorta was not as angulated and was 19-22 mm in diameter. The patient tolerated the procedure.